Manufacturer narrative:
The probable root cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not reproduce the problem when starting the integrated electrosurgical unit (iesu) or erbe. Fse found error c-00 and confirmed with customer that an error will occur when using firing. Fse replaced the erbe. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and the reported c-34 was confirmed in the unit¿s error logs. Additional internal errors c-00, m-11, and m-31 were also noted. When tested on a system, the erbe powered on and successfully delivered energy across all ports and instruments without reproducing the problem. The root cause could not be determined based on failure analysis. However, the cause is likely an operational failure within the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error c-34 occurred against the integrated electrosurgical unit (iesu) or erbe generator. The user used a third-party generator to continue with the procedure without further issues. No known impact or patient consequence was reported.